Event description:
It was reported that patient underwent primary thr on (B)(6) 2013. Revision procedure was performed on (B)(6) 2013 due to suspected infection. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 3 mdrs relating to the same reported event. Please see MDR 3002806535-2013-00036 / 038.